Manufacturer narrative:
The t:slim cartridge instructions for use states: "replace the cartridge every 48 hours if using humalog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose (bg) levels up to 389 (mg/dl) with large ketones. The contact stated the elevated bg levels could be due to the customer currently having the flu. Correction boluses and manual injections were used to address elevated bg level. In addition, the customer was taken to the emergency room (ER) on the date of the report due to their ketone level. While in the ER the customer received fluids intravenously and took a manual injection. The customer's bg level had lowered to 194 (mg/dl) at the time they left the ER. The customer's bg level then elevated again after leaving the ER to 334 (mg/dl). A correction bolus and manual injection were administered. System check with tandem technical support at the time of the report indicated the pump was performing as intended. The customer stated they use the cartridge with humalog insulin for 3 days. The customer was instructed on proper cartridge labeling. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.